Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. It was reported that the patient had indigestion and was getting up to take some medication and passed out. The patient was directed to perform a remote interrogation. No further information has been made available. This product remains in-service.